Manufacturer narrative:
H10:this device came in for a recall. The device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had plunger gripper recall and syr watchdog recall completed. Replaced lower housing, front cover, rear case, barrel clamp, spring latch, tube drive, wiper seal and rt iui. Performed calibration. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported problem was confirmed. Service tested, repaired, retested and returned the device to the customer. There was no reported patient involvement. The device is used for therapuetic purposes.

Manufacturer narrative:
Additional information from h9-z-0323-2018, z-2879-2016. The proximate cause of the gripper issue was identified to be due undersized holes and bumps on the inner surface of the lower housing into which the gripper fits due to wear of the molding tool. The proximate cause of the syringe watchdog issue was reported by service to be due to a software issue that required a software update. The proximate cause of the front case and rear case component issue was reported by service to be due to wear. The proximate cause of the cover, barrel clamp, spring latch, tube drive, wiper sear, and right iui connector component issues was reported by service to be due to mechanical failures.

Event description:
The device was damaged.